Event description:
It was reported that pt sustained a small second degree burn as a result of an ipl treatment to the face. Topical bacitracin and attabzx ointments were prescribed. Pt was reported to have fully recovered without any scarring.

Manufacturer narrative:
Lumenis service investigation found that the subject device was within allowable operating and functional tolerances. Device received standard preventative maintenance routing including recalibration and tested fine. No failure mode could be found with the subject device.